Event description:
The lay user/ patient contacted lifescan alleging an inaccuracy issue with the onetouch ultralink meter compared to a ot ultramini meter. The patient allegedly obtained blood glucose results of "around 254mg/dl" on the lfs meter and cannot recall the result on the ot ultramini meter, performed within 30 minutes of each other. Based on statistical methodology the calculated difference of these blood glucose results exceeds lfs' criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event.